Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix was stretched. The stretched helix was likely caused by the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right atrial pacing lead dislodged. An invasive procedure was performed and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.